Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using 7mm extended length endoscope, they stated the scope was cloudy. It was noted before being used on a patient. No patient involvement.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). Historical data analysis for similar complaints: (4109/213 &67) there were 30 additional similar complaints reported for the reported failure mode and the reported serial (B)(6). A review of the product complaint trend data was performed for the months of nov -2019 through oct-2021. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213 & 67) the overall 24 month product complaint trend data for the period nov -2019 through oct-2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device (10/213/67): the device was returned to the factory for evaluation on 10/28/2021. An investigation was initiated on 11/02/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the endoscope. An image quality inspection was performed with an endoscopic video imaging system. A clear image was able to be obtained. The image was observed to be clear. Based on the results of the evaluation, the reported failure "poor quality image" was not confirmed. A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site.